Event description:
A malfunction was reported on the customer's pump, causing the screen to go dark and not turn on. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.